Event description:
It was reported that during a laparoscopic procedure, the outer sheath of the unit melted and cauterized a small part of the pt's liver. It was further reported that there were no procedural delays and no adverse consequences were reported. Further, the director of surgery stated that the small cauterized piece of liver left the pt unharmed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.